Manufacturer narrative:
The product was located in house and was visually inspected. The event was previously confirmed through an x-ray evaluation as reported on medwatch report 0001038806-2017-00670-1 submitted on dec 15, 2017. Visual inspection revealed that the internal drive feature of the implant contained the fractured piece of screw.

Manufacturer narrative:
One unknown screw was returned for inspection. However, the device was misplaced in house prior to an evaluation being performed. If the product is found, the investigation will be re-opened and a supplemental medwatch will be submitted. The returned x-ray image reveals the integrated implant part of a three unit bridge. The screw is confirmed to be fractured within the drive feature of the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined. The following sections have been updated.

Manufacturer narrative:
(B)(4). Patient ID, age, date of birth, and weight not provided/unknown. Brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. First name not provided/unknown. PMA/510(k) number unknown.

Event description:
Patient presented with a fractured unknown screw inside implant (fnt511). The implant had to be removed. Tooth location 16.